Event description:
The pt reported that she was at the airport and her enterra device may have caused the alarms to sound. Two days later, she visited the grocery store and subsequently felt a vibration in her stomach and then shocking sensations. Further info is being requested from the hcp.

Manufacturer narrative:
To date the device has not been returned to medtronic for eval. If further info is rec'd or the device returned, a f/u medwatch report will be sent.